Event description:
Customer states: prior to use on a pt at hospital, a nurse confirmed the air leakage from the cuff by injecting the water into it. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received at a later date, a sample analysis will be performed and a summary of the investigation results will be provided in a supplemental report.